Manufacturer narrative:
The t:slim x2 basal iq user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the calculated amount of the food bolus was incorrect. Tandem technical support reviewed pump data and found that that the customer had incorrectly entered 1u: 9g instead of 1u: 1.9g for the carb ratio. Customer corrected carb ratio setting to resolve the issue. Customer's blood glucose was 140 mg/dl. Customer understood and acknowledged that the pump was performing as intended.